Manufacturer narrative:
The actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition that the device had insufficient low power and the trigger of the device did not move smoothly was confirmed. An assessment was performed and it was determined that the device failed pretest for general condition, check saw blade coupling, trigger test, functional test, check trigger and electronic control unit (ecu) function, and check oscillation frequency. It was determined that the root cause of the loose knob was a design related issue, that is covered under a CAPA. The assignable root cause of the insufficient/low power and sticky trigger was determined to be traced to component failure due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the turning knob of the battery oscillator device was loose, the swing fork was broken which makes it difficult to control/change speed, and the moving parts of the trigger were not moving smoothly. It was noted in the service order that the device was losing strength. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.